Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent an incisional hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2011 where the surgeon found the herniation to be ¿large about 25 cm. Long¿ and that ¿a segment of ileum, middle ileum, resulted in very damage because of the fibrosis and adhesions and he was not considered safe, so a conventional resection was done¿¿ it was further reported the patient underwent another revision surgery on (B)(6) 2012 where the surgeon noted ¿abundant adhesions¿.and they were lysed in a painstaking way until all of them were free and the bowel was free in the abdominal cavity.¿ it was reported the patient continues to experience severe pain, nausea, constipation, diarrhea, chills, inflammation, infections, feel the mesh within the body, loss of appetite, loss of energy, stress, sleeplessness and weight loss. No additional information provided.